Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator exhibited long charge time out alert. It was also noted that the device capacitor maintenance failed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of charge time out was confirmed. As received, the device was above elective replacement indicator (eri). Review of device data showed the device had charge time outs during capacitor maintenances. The cause of charge time outs was due to an internal anomaly in the high voltage capacitor.